Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (code 204) has been confirmed. As received, the belt would not communicate with a test monitor. Upon evaluation, the trunk cable was cut and the orange (+5v) wire was open inside the trunk cable. The cause of the code 204 is the damaged cable and wire. The root cause of the damaged cable and wire is physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing service code 204.